Event description:
The autopsy final report notes the immediate cause of death to be 'periaortic/posterior mediastinal hematoma, with bilateral hemothorax.' Underlying disease process is noted to include cardiomegaly, with coronary atherosclerosis.

Manufacturer narrative:
Obtained from review of autopsy report received. Synthes is unable to determine the MFR site or the MFR date without a lot number. Synthes is unable to determine the appropriate 510(k) number without a catalog number. No investigation could be made, no conclusion could be drawn as no device was returned.